Event description:
Information received indicated the emergency trendelenburg would not function.

Manufacturer narrative:
The hill-rom technician found that when emergency trendelenburg was activated, the bed would not go into emergency trendelenburg. He found that the CPR/et valve was stuck. He replaced the CPR/et valve and the bed functioned to design specifications.